Manufacturer narrative:
Device evaluation: visual analysis of the photographs identified. Rupture: observed, opening on the device. But, cannot perform an assessment of the opening, as no microscopic analysis can be performed. Capsular contracture: unable to observe, as it is a medical event. That is not related to the device. No further actions are required, since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported, right side rupture. And capsular contracture, baker grade ii. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Healthcare professional reported rupture and capsular contracture baker grade ii. Device has been explanted explanted and replaced. This relates to the right device.

Manufacturer narrative:
Continued e1 phone number :(B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported rupture on an unknown side. The device status is unknown.